Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) clarified they thought the device not working was the battery was dead and it would not sync. The hcp stated the cause of the device not working and not being able to communicate was the device and programmer would not sync. The hcp stated the actions/interventions taken to resolve the device not working was they were checking with their hcp re: MRI. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on january 22nd reported she did not want the MRI and stated they had the battery changed and was doing great. The hcp noted the battery had undergone normal battery depletion. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient stated their device was not working. The doctor was unable to communicate with the implant and the patient needed to have an unrelated head MRI. No symptoms or further complications were reported.